Event description:
User facility reported unit was leaking water onto the floor. No injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and identified a loose brass fitting. He tightened the fitting, tested the unit and returned it to service.